Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time. Additional device lot #a4ak7p

Event description:
It was reported that during an unknown procedure, the device dispensed one clip and then would not fire anymore. There was no patient consequence. It was not noted how the procedure was completed.